Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), fallopian tube perforation ('rupture fallopian tube (suspicion)'), ectopic pregnancy with contraceptive device ('ectopic pregnancy (suspicion)'), genital haemorrhage ('abnormal bleeding/bleeding constantly') and autoimmune disorder ('autoimmune disorder') in a 24-year-old female patient who had essure (batch no. C06470) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pancreatic neoplasm (approximate date of treatment 2005-2006), scleroderma, anemia (approximate date of treatment 2013), pancreatic disorder, scleroderma, adhesion, umbilical hernia, ovarian cyst ruptured, appendicitis, stress, genital bleeding and autoimmune disorder. Previously administered products included for an unreported indication: depo provera, ferrous sulfate from 2012 to 2013, multivtamin from 2012 to 2013, emu oil, prednisone, tynelol and magnesium. Past adverse reactions to the above products included contraception with depo provera. Concurrent conditions included stomach upset. Concomitant products included antibiotics, ibuprofen and prednisone. On (B)(6) 2014, the patient had essure inserted. In november 2014, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)/couldn't have intercourse bacause it hurt too bad"), vaginal haemorrhage ("abnormal bleeding (vaginal)/spotting"), menorrhagia ("abnormal bleeding (menorrhagia) / irregular bleeding with clots/bright red blood coming out/lots of clotting"), dysmenorrhoea ("dysmenorrhea (cramping)/pain while on her period/cramping") and fatigue ("fatigue/exhausted/ tired"). In december 2014, the patient experienced abdominal distension ("bloating"), alopecia ("hair loss/hairless spots/area near forehead balding"), migraine ("migraines"), headache ("headaches"), dermatitis contact ("other injury(ies) or complication (s) please describe: metal sensitivity / rashes from metals") and dizziness ("dizziness"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain, abdominal pain lower and back pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), uterine adhesions ("adhesions/adhesions from her colon to uterus and bladder"), depression ("depression"), anxiety ("anxiety/anguish"), dyspnoea ("can barely take deep breath/couldn't breath"), gait disturbance ("can barely walk"), speech disorder ("can barely talk"), morphoea ("morphea"), lichen sclerosus ("lichen sclerosus"), coital bleeding ("bleeding during or after intercourse"), menstruation irregular ("irregular periods and clotting/some moths wouldn¿t see her periods others she¿d see it three times towards the end before removal"), rash ("rash on breasts and other part of body"), alopecia areata ("hairless spots some still grow hair"), pruritus ("itching on her head near the forehead line/burning and itching under her breast/itching on right breast"), psoriasis ("plaques all over her back, hips and breast"), skin lesion ("lesions from oneside of her hip and on both shoulder blades"), lichen sclerosis atrophicus ("lichen sclerosis"), allergy to metals ("nickel allergy/allergic reaction to metal"), muscle injury ("muscle tissue damage"), discomfort ("discomfort/feel uncomfortable"), insomnia ("insomnia"), abdominal pain upper ("stomach cramps"), dehydration ("dehydration"), breast swelling ("swelling in her breast"), breast pain ("sore breast"), scar ("scar tissue"), post procedural complication ("post tubal ligation syndrome"), malaise ("sick"), oropharyngeal pain ("pain in her throat(but only one side)"), pain in extremity ("pain and swelling under her arms"), diastasis recti abdominis ("abdominal muscles separated"), mental impairment ("mental fog"), hypoaesthesia ("tingling and numbness in her hands and feet"), urticaria ("hives"), pain ("pain everywhere/everything throbbing"), neck pain ("neck pain"), bladder disorder ("damage caused to her bladder"), bone swelling ("swelling under jaw"), thyroid mass ("nodule on thyroid"), dyshidrotic eczema ("dyshidrotic eczema"), myopia ("myopia"), astigmatism ("astigmatism"), influenza ("flu"), pneumonia ("pneumonia"), arthralgia ("stabbing pain on left hand side near hip and waist"), lymphadenopathy ("swollen lymphs "), tonsillar hypertrophy ("swollen tonsil"), ear pain ("ear ache"), tinnitus ("tinnitus"), ovulation pain ("pain when ovulating"), mood swings ("mood swings"), nasopharyngitis ("cold"), deafness ("hearing loss"), sneezing ("sneezing"), cough ("coughing"), pyrexia ("fever"), paranasal sinus discomfort ("sinus pressure in her teeth"), hallucination ("hallucination"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), decreased appetite ("loss of appetite"), nipple pain ("pain in nipples"), inadequate lubrication ("dryness during intercourse"), ovarian cyst ruptured ("ruptured ovarian cyst"), skin disorder ("bumps over her fingers and hands and eyelids"), abdominal adhesions ("adhesions/adhesions from her colon to uterus and bladder") and urinary tract adhesions ("adhesions/adhesions from her colon to uterus and bladder"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"), thyroxine free decreased ("low free t4 level"), blood alkaline phosphatase decreased ("low alkaline phosphatase"), heart rate increased ("heart rate elevated") and fibroadenoma of breast ("fibroid in breast"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, fallopian tube perforation, ectopic pregnancy with contraceptive device, genital haemorrhage, autoimmune disorder, hypersensitivity, abdominal distension, uterine adhesions, depression, anxiety, dyspnoea, gait disturbance, speech disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, rash, allergy to metals, muscle injury, discomfort, insomnia, dehydration, breast swelling, scar, post procedural complication, thyroxine free decreased, blood alkaline phosphatase decreased, oropharyngeal pain, pain in extremity, diastasis recti abdominis, hypoaesthesia, urticaria, heart rate increased, pain, neck pain, bladder disorder, bone swelling, thyroid mass, dyshidrotic eczema, myopia, astigmatism, influenza, pneumonia, lymphadenopathy, tonsillar hypertrophy, tinnitus, ovulation pain, mood swings, nasopharyngitis, deafness, sneezing, cough, pyrexia, paranasal sinus discomfort, fibroadenoma of breast, hallucination, dysfunctional uterine bleeding, decreased appetite, nipple pain, ovarian cyst ruptured, skin disorder, abdominal adhesions and urinary tract adhesions outcome was unknown, the dyspareunia, alopecia, migraine, headache, fatigue, dizziness, coital bleeding, menstruation irregular and breast pain had resolved, the weight increased was resolving and the dermatitis contact, morphoea and lichen sclerosus had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal adhesions, abdominal distension, abdominal pain upper, allergy to metals, alopecia, alopecia areata, anxiety, arthralgia, astigmatism, autoimmune disorder, bladder disorder, blood alkaline phosphatase decreased, bone swelling, breast pain, breast swelling, coital bleeding, cough, deafness, decreased appetite, dehydration, depression, dermatitis contact, device dislocation, diastasis recti abdominis, discomfort, dizziness, dysfunctional uterine bleeding, dyshidrotic eczema, dysmenorrhoea, dyspareunia, dyspnoea, ear pain, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, fibroadenoma of breast, gait disturbance, genital haemorrhage, hallucination, headache, heart rate increased, hypersensitivity, hypoaesthesia, inadequate lubrication, influenza, insomnia, lichen sclerosus, lymphadenopathy, malaise, menorrhagia, menstruation irregular, mental impairment, migraine, mood swings, morphoea, muscle injury, myopia, nasopharyngitis, neck pain, nipple pain, oropharyngeal pain, ovarian cyst ruptured, ovulation pain, pain, pain in extremity, paranasal sinus discomfort, pneumonia, post procedural complication, pruritus, psoriasis, pyrexia, rash, scar, skin disorder, skin lesion, sneezing, speech disorder, thyroid mass, thyroxine free decreased, tinnitus, tonsillar hypertrophy, urinary tract adhesions, urticaria, uterine adhesions, vaginal haemorrhage, weight increased and lichen sclerosis atrophicus to be related to essure. The reporter commented: surgery took 3 hours instead of the anticipated hour/hour and a half tops that he had told us because he had to remove adhesions coming from around the device that had formed over my bladder, uterus and colon plaintiff received treatment for migraines/headaches. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion; on (B)(6) 2015: results: bilateral tubal occlusion as described. Concerning the injuries reported in this case, the following ones were reported via social media: rupture fallopian tube (suspicion), rupture fallopian tube (suspicion), dyspnoea, gait disturbance and speech disorder, dizziness, menorrhagia, dyspareunia, allergy to metals, coital bleeding, headaches, dizziness, bloating, dyspaneurla, alopecia,scar, pruritus, psoriasis, skin lesion, lichen sclerosus, , muscle injury, discomfort, insomnia, abdominal pain upper, dehydration, breast swelling, breast pain, scar, post procedural complication, blood alkaline phosphatase abnormal, malaise, oropharyngeal pain, pain in extremity, diastasis recti abdominis, mental impairment, hypoaesthesia, urticaria, heart rate increased, pain, neck pain, bladder disorder, bone swelling, thyroid mass, dyshidrotic eczema, myopia, astigmatism, influenza, pneumonia, arthralgia, lymphadenopathy, tonsillar hypertrophy, ear pain, ovulation pain, tinnitus, mood swings, nasopharyngitis, deafness, sneezing, cough, pyrexia, paranasal sinus discomfort, fibroadenoma of breast, hallucination,decreased appetite, nipple pain, inadequate lubrication, ovarian cyst ruptured, dysfunctional uterine bleeding, skin disorder quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: coding request: rep "hairless spots some still grow hair" was recoded to bald spots and rep "adhesions/adhesions from her colon to uterus and bladder" was split to adhesions/adhesions from her colon, adhesions from her uterus and adhesions from her bladder. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), fallopian tube perforation ('rupture fallopian tube (suspicion)'), ectopic pregnancy with contraceptive device ('ectopic pregnancy (suspicion)'), genital haemorrhage ('abnormal bleeding/bleeding constantly') and autoimmune disorder ('autoimmune disorder') in a 24-year-old female patient who had essure (batch no. C06470) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pancreatic neoplasm (approximate date of treatment 2005-2006), scleroderma, anemia (approximate date of treatment 2013), pancreatic disorder, scleroderma, adhesion, umbilical hernia, ovarian cyst ruptured, appendicitis, stress, genital bleeding and autoimmune disorder. Previously administered products included for an unreported indication: depo provera, ferrous sulfate from 2012 to 2013, multivtamin from 2012 to 2013, emu oil, prednisone, tynelol and magnesium. Past adverse reactions to the above products included contraception with depo provera. Concurrent conditions included stomach upset. Concomitant products included antibiotics, ibuprofen and prednisone. On (B)(6) 2014, the patient had essure inserted. In november 2014, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)/couldn't have intercourse bacause it hurt too bad"), vaginal haemorrhage ("abnormal bleeding (vaginal)/spotting"), menorrhagia ("abnormal bleeding (menorrhagia) / irregular bleeding with clots/bright red blood coming out/lots of clotting"), dysmenorrhoea ("dysmenorrhea (cramping)/pain while on her period/cramping") and fatigue ("fatigue/exhausted/ tired"). In december 2014, the patient experienced abdominal distension ("bloating"), alopecia ("hair loss/hairless spots/area near forehead balding"), migraine ("migraines"), headache ("headaches"), dermatitis contact ("other injury(ies) or complication (s) please describe: metal sensitivity / rashes from metals") and dizziness ("dizziness"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain, abdominal pain lower and back pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), adhesion ("adhesions/adhesions from her colon to uterus and bladder"), depression ("depression"), anxiety ("anxiety/anguish"), dyspnoea ("can barely take deep breath/couldn't breath"), gait disturbance ("can barely walk"), speech disorder ("can barely talk"), morphoea ("morphea"), lichen sclerosus ("lichen sclerosus"), coital bleeding ("bleeding during or after intercourse"), menstruation irregular ("irregular periods and clotting/some moths wouldn¿t see her periods others she¿d see it three times towards the end before removal"), rash ("rash on breasts and other part of body"), rash macular ("hairless spots some still grow hair"), pruritus ("itching on her head near the forehead line/burning and itching under her breast/itching on right breast"), psoriasis ("plaques all over her back, hips and breast"), skin lesion ("lesions from oneside of her hip and on both shoulder blades"), lichen sclerosis atrophicus ("lichen sclerosis"), allergy to metals ("nickel allergy/allergic reaction to metal"), muscle injury ("muscle tissue damage"), discomfort ("discomfort/feel uncomfortable"), insomnia ("insomnia"), abdominal pain upper ("stomach cramps"), dehydration ("dehydration"), breast swelling ("swelling in her breast"), breast pain ("sore breast"), scar ("scar tissue"), post procedural complication ("post tubal ligation syndrome"), malaise ("sick"), oropharyngeal pain ("pain in her throat(but only one side)"), pain in extremity ("pain and swelling under her arms"), diastasis recti abdominis ("abdominal muscles separated"), mental impairment ("mental fog"), hypoaesthesia ("tingling and numbness in her hands and feet"), urticaria ("hives"), pain ("pain everywhere/everything throbbing"), neck pain ("neck pain"), bladder disorder ("damage caused to her bladder"), bone swelling ("swelling under jaw"), thyroid mass ("nodule on thyroid"), dyshidrotic eczema ("dyshidrotic eczema"), myopia ("myopia"), astigmatism ("astigmatism"), influenza ("flu"), pneumonia ("pneumonia"), arthralgia ("stabbing pain on left hand side near hip and waist"), lymphadenopathy ("swollen lymphs "), tonsillar hypertrophy ("swollen tonsil"), ear pain ("ear ache"), tinnitus ("tinnitus"), ovulation pain ("pain when ovulating"), mood swings ("mood swings"), nasopharyngitis ("cold"), deafness ("hearing loss"), sneezing ("sneezing"), cough ("coughing"), pyrexia ("fever"), paranasal sinus discomfort ("sinus pressure in her teeth"), hallucination ("hallucination"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), decreased appetite ("loss of appetite"), nipple pain ("pain in nipples"), inadequate lubrication ("dryness during intercourse"), ovarian cyst ruptured ("ruptured ovarian cyst") and skin disorder ("bumps over her fingers and hands and eyelids"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"), thyroxine free decreased ("low free t4 level"), blood alkaline phosphatase abnormal ("low alkaline phosphatase"), heart rate increased ("heart rate elevated") and fibroadenoma of breast ("fibroid in breast"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, fallopian tube perforation, ectopic pregnancy with contraceptive device, genital haemorrhage, autoimmune disorder, hypersensitivity, abdominal distension, adhesion, depression, anxiety, dyspnoea, gait disturbance, speech disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, rash, allergy to metals, muscle injury, discomfort, insomnia, dehydration, breast swelling, scar, post procedural complication, thyroxine free decreased, blood alkaline phosphatase abnormal, oropharyngeal pain, pain in extremity, diastasis recti abdominis, hypoaesthesia, urticaria, heart rate increased, pain, neck pain, bladder disorder, bone swelling, thyroid mass, dyshidrotic eczema, myopia, astigmatism, influenza, pneumonia, lymphadenopathy, tonsillar hypertrophy, tinnitus, ovulation pain, mood swings, nasopharyngitis, deafness, sneezing, cough, pyrexia, paranasal sinus discomfort, fibroadenoma of breast, hallucination, dysfunctional uterine bleeding, decreased appetite, nipple pain, ovarian cyst ruptured and skin disorder outcome was unknown, the dyspareunia, alopecia, migraine, headache, fatigue, dizziness, coital bleeding, menstruation irregular and breast pain had resolved, the weight increased was resolving and the dermatitis contact, morphoea and lichen sclerosus had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain upper, adhesion, allergy to metals, alopecia, anxiety, arthralgia, astigmatism, autoimmune disorder, bladder disorder, blood alkaline phosphatase abnormal, bone swelling, breast pain, breast swelling, coital bleeding, cough, deafness, decreased appetite, dehydration, depression, dermatitis contact, device dislocation, diastasis recti abdominis, discomfort, dizziness, dysfunctional uterine bleeding, dyshidrotic eczema, dysmenorrhoea, dyspareunia, dyspnoea, ear pain, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, fibroadenoma of breast, gait disturbance, genital haemorrhage, hallucination, headache, heart rate increased, hypersensitivity, hypoaesthesia, inadequate lubrication, influenza, insomnia, lichen sclerosus, lymphadenopathy, malaise, menorrhagia, menstruation irregular, mental impairment, migraine, mood swings, morphoea, muscle injury, myopia, nasopharyngitis, neck pain, nipple pain, oropharyngeal pain, ovarian cyst ruptured, ovulation pain, pain, pain in extremity, paranasal sinus discomfort, pneumonia, post procedural complication, pruritus, psoriasis, pyrexia, rash, rash macular, scar, skin disorder, skin lesion, sneezing, speech disorder, thyroid mass, thyroxine free decreased, tinnitus, tonsillar hypertrophy, urticaria, vaginal haemorrhage, weight increased and lichen sclerosis atrophicus to be related to essure. The reporter commented: surgery took 3 hours instead of the anticipated hour/hour and a half tops that he had told us because he had to remove adhesions coming from around the device that had formed over my bladder, uterus and colon plaintiff received treatment for migraines/headaches diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion; on (B)(6) 2015: results: bilateral tubal occlusion as described. Concerning the injuries reported in this case, the following ones were reported via social media: rupture fallopian tube (suspicion), rupture fallopian tube (suspicion), dyspnoea, gait disturbance and speech disorder, dizziness, menorrhagia, dyspareunia, allergy to metals, coital bleeding, headaches, dizziness, bloating, dyspaneurla, alopecia,scar, pruritus, psoriasis, skin lesion, lichen sclerosus, , muscle injury, discomfort, insomnia, abdominal pain upper, dehydration, breast swelling, breast pain, scar, post procedural complication, blood alkaline phosphatase abnormal, malaise, oropharyngeal pain, pain in extremity, diastasis recti abdominis, mental impairment, hypoaesthesia, urticaria, heart rate increased, pain, neck pain, bladder disorder, bone swelling, thyroid mass, dyshidrotic eczema, myopia, astigmatism, influenza, pneumonia, arthralgia, lymphadenopathy, tonsillar hypertrophy, ear pain, ovulation pain, tinnitus, mood swings, nasopharyngitis, deafness, sneezing, cough, pyrexia, paranasal sinus discomfort, fibroadenoma of breast, hallucination,decreased appetite, nipple pain, inadequate lubrication, ovarian cyst ruptured, dysfunctional uterine bleeding, skin disorder quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: social media received. Reporter information, historical drug, medical history, concomitant drugs added. Events: scars all over her body, low free t4 and low alkaline phosphatase, itching on her head near the forehead line, lesions from one side of her hip and on both shoulder blades, lichen sclerosis, plaques all over her back, hips and breast, nickel allergy, muscle tissue damage, discomfort ,insomnia, stomach cramps, dehydration ,swelling in her breast/sore breast, scar tissue, ptls(post tubal ligation syndrome), sick, pain in her throat(but only one side), pain and swelling under her arms, abdominal muscles separated, mental fog, tingling and numbness in her hands and feet, hives, heart rate elevated, pain everywhere, neck pain, damage caused to her bladder, swelling under jaw, nodule on thyroid, dyshidrotic eczema ,myopia, astigmatism, flu, pneumonia, stabbing pain on left hand side near hip and waist, swollen lymph and tonsils, ear aches with tinnitus, pain when ovulating, mood swings, cold ,hearing loss, coughing, sneezing, fever, sinus pressure in her teeth, terrible [pain in her teeth, , fibroid in breast, hallucination, loss of appetite, nipple pain, dryness during intercourse, ovarian cyst ruptured, dysfunctional uterine bleeding, bumps over her fingers and hands and eyelids added. On 13-nov-2019: pfs received. Event onset dates updated. Fu 7 and 8 processed together. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), genital haemorrhage ("abnormal bleeding"), fallopian tube perforation ("rupture fallopian tube (suspicion)"), ectopic pregnancy with contraceptive device ("ectopic pregnancy (suspicion)") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), ectopic pregnancy with contraceptive device (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), dyspareunia ("pain during intercourse"), abdominal distension ("bloating"), weight increased ("weight gain"), alopecia ("hair loss"), adhesion ("adhesions"), depression ("depression"), anxiety ("anxiety"), dyspnoea ("can barely take deep breath"), gait disturbance ("can barely walk") and speech disorder ("can barely talk"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, fallopian tube perforation, ectopic pregnancy with contraceptive device, autoimmune disorder, hypersensitivity, dyspareunia, abdominal distension, weight increased, alopecia, adhesion, depression, anxiety, dyspnoea, gait disturbance and speech disorder outcome was unknown. The reporter considered abdominal distension, adhesion, alopecia, anxiety, autoimmune disorder, depression, device dislocation, dyspareunia, dyspnoea, ectopic pregnancy with contraceptive device, fallopian tube perforation, gait disturbance, genital haemorrhage, hypersensitivity, speech disorder and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: concerning the injuries reported in this case, the following one/ones were reported via social media: rupture fallopian tube (suspicion), rupture fallopian tube (suspicion), dyspnoea, gait disturbance and speech disorder. Most recent follow-up information incorporated above includes: on 1-feb-2018: new events added: rupture or ectopic pregnancy, can barely take deep breath or walk or talk. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), fallopian tube perforation ("rupture fallopian tube (suspicion)"), ectopic pregnancy with contraceptive device ("ectopic pregnancy (suspicion)"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorder") in a 24-year-old female patient who had essure (batch no. C06470) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included pancreatic neoplasm (approximate date of treatment 2005-2006), scleroderma, anemia (approximate date of treatment 2013) and pancreatic disorder. Previously administered products included for an unreported indication: depo provera in september 2014, multivitamin from 2012 to 2013 and ferrous sulfate from 2012 to 2013. Past adverse reactions to the above products included contraception with depo provera. Concurrent conditions included stomach upset. On (B)(6) 2014, the patient had essure inserted. In november 2014, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / irregular bleeding with clots"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In december 2014, the patient experienced alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), dermatitis contact ("other injury(ies) or complication (s) please describe: metal sensitivity / rashes from metals"), dizziness ("dizziness") and the first episode of abdominal distension ("bloating"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain, abdominal pain lower and back pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), the second episode of abdominal distension ("bloating"), weight increased ("weight gain"), adhesion ("adhesions"), depression ("depression"), anxiety ("anxiety"), dyspnoea ("can barely take deep breath"), gait disturbance ("can barely walk"), speech disorder ("can barely talk"), morphoea ("morphea"), lichen sclerosus ("lichen sclerosus"), coital bleeding ("bleeding during or after intercourse"), menstruation irregular ("irregular periods and clotting") and rash ("rash on breasts and other part of body"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure, salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, fallopian tube perforation, ectopic pregnancy with contraceptive device, genital haemorrhage, autoimmune disorder, hypersensitivity, the last episode of abdominal distension, weight increased, adhesion, depression, anxiety, dyspnoea, gait disturbance, speech disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea and rash outcome was unknown, the dyspareunia, alopecia, migraine, headache, fatigue, dizziness, coital bleeding and menstruation irregular had resolved and the dermatitis contact, morphoea and lichen sclerosus had not resolved. The reporter considered adhesion, alopecia, anxiety, autoimmune disorder, coital bleeding, depression, dermatitis contact, device dislocation, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, gait disturbance, genital haemorrhage, headache, hypersensitivity, lichen sclerosus, menorrhagia, menstruation irregular, migraine, morphoea, rash, speech disorder, vaginal haemorrhage, weight increased, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion then bilateral tubal occlusion as described concerning the injuries reported in this case, the following one/ones were reported via social media: rupture fallopian tube (suspicion), rupture fallopian tube (suspicion), dyspnoea, gait disturbance and speech disorder, dizziness, menorrhagia, dyspareunia, allergy to metals, coital bleeding, headaches, dizziness, bloating, dyspaneurla, alopecia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), fallopian tube perforation ("rupture fallopian tube (suspicion)"), ectopic pregnancy with contraceptive device ("ectopic pregnancy (suspicion)"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorder") in a 24-year-old female patient who had essure (batch no. C06470) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included pancreatic neoplasm nos (approximate date of treatment 2005-2006), scleroderma, anemia (approximate date of treatment 2013) and pancreatic disorder nos. Previously administered products included for an unreported indication: depo provera in (B)(6) 2014, multivitamin from 2012 to 2013 and ferrous sulfate from 2012 to 2013. Past adverse reactions to the above products included contraception with depo provera. Concurrent conditions included stomach upset. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / irregular bleeding with clots"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), allergy to metals ("other injury(ies) or complication (s) please describe: metal sensitivity / rashes from metals"), dizziness ("dizziness") and the first episode of abdominal distension ("bloating"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain, abdominal pain lower and back pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), the second episode of abdominal distension ("bloating"), weight increased ("weight gain"), adhesion ("adhesions"), depression ("depression"), anxiety ("anxiety"), dyspnoea ("can barely take deep breath"), gait disturbance ("can barely walk"), speech disorder ("can barely talk"), morphoea ("morphea"), lichen sclerosus ("lichen sclerosus"), coital bleeding ("bleeding during or after intercourse"), menstruation irregular ("irregular periods and clotting") and rash ("rash on breasts and other part of body"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (she had surgery to remove the essure, salpingectomy (bilateral removal of fallopian tubes)) and surgery (she had surgery to remove the essure, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, fallopian tube perforation, ectopic pregnancy with contraceptive device, genital haemorrhage, autoimmune disorder, hypersensitivity, the last episode of abdominal distension, weight increased, adhesion, depression, anxiety, dyspnoea, gait disturbance, speech disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea and rash outcome was unknown, the dyspareunia, alopecia, migraine, headache, fatigue, dizziness, coital bleeding and menstruation irregular had resolved and the allergy to metals, morphoea and lichen sclerosus had not resolved. The reporter considered adhesion, allergy to metals, alopecia, anxiety, autoimmune disorder, coital bleeding, depression, device dislocation, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, gait disturbance, genital haemorrhage, headache, hypersensitivity, lichen sclerosus, menorrhagia, menstruation irregular, migraine, morphoea, rash, speech disorder, vaginal haemorrhage, weight increased, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2015: total bilateral occlusion then bilateral tubal occlusion as described. Concerning the injuries reported in this case, the following one/ones were reported via social media: rupture fallopian tube (suspicion), rupture fallopian tube (suspicion), dyspnoea, gait disturbance and speech disorder, dizziness, menorrhagia, dyspareunia, allergy to metals, coital bleeding, headaches, dizziness, bloating, dyspaneurla, alopecia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), migraines / headaches, dysmenorrhea (cramping), fatigue, other injury(ies) or complication (s) please describe: metal sensitivity, dizziness, bloating, morphea, lichen sclerosus, irregular periods and clotting, bleeding during or after intercourse, rash on breasts and other part of body, device ineffective. Concomitant disease, lot number, historical condition were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), dyspareunia ("pain during intercourse"), abdominal distension ("bloating"), weight increased ("weight gain"), alopecia ("hair loss"), adhesion ("adhesions"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, autoimmune disorder, hypersensitivity, dyspareunia, abdominal distension, weight increased, alopecia, adhesion, depression and anxiety outcome was unknown. The reporter considered abdominal distension, adhesion, alopecia, anxiety, autoimmune disorder, depression, device dislocation, dyspareunia, genital haemorrhage, hypersensitivity and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.